Event description:
The user had suppurative acute otitis media in (B)(6) of 2022. Antibiotics were prescribed, but after this the skin above the implant started to be inflamed and did not heal, despite additional antibiotic therapy. The skin then became necrotic. The corner of the implant housing could be seen extruding through the skin near the incision line. On (B)(6) 2023 the implant was explanted. There was no pus, but connective tissue was seen on the site.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the implant through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per clinician, the user had a suppurative acute otitis media last (B)(6) 2022, took antibiotics, but after this the skin above the implant started to be inflamed, and did not heal, despite of more antibiotic therapy. The device partially extruded through the skin.on (B)(6) 2023 the implant was explanted.